Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to the regional service center for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation, since colonoscope that has been repaired and then not used on a patient which still shows growth of unwanted bacteria is cause traced to failure to follow instructions and when brushing the canal, the brush gets stuck where the canals join is cause not established. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for greater than (> 200) colony forming units / 100 milliliters (cfus/100 ml) of citrobacter amalonaticus, > 200 cfu/100ml of pseudomonas aeruginosa and 10 cfu/100ml of klebsiella pneumoniae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.